Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy and had manual injections available.